Event description:
It was reported the patient was admitted for acute cranial trauma with subdural hematoma. Arterial catheter was inserted on (B)(6) 2023. During the night of (B)(6) 2023, the catheter showed a decrease in pressure and curve, suggesting the patient's health was deteriorating which led to noradrenaline being administered. The blood pressure changed very "little" with noradrenaline which led to a manual check. A blood pressure cuff was used which showed a different blood pressure reading and a second arterial catheter was placed that had a non-standard curve observed. The patient developed hypertension with a blood pressure of 180/100 due to increased administration of noradrenaline following wrong readings from the catheter. It was reported there was no patient injury or neurological deterioration. The hypertension resolved when the noradrenaline infusion was stopped. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Associated MDR#s 3006425876-2023-01000; 3006425876-2023-01005. The customer returned one arterial catheter and non-arrow connector tubing for analysis. No definite signs of use were observed. Visual inspection of the returned catheter revealed slight bending across the body; however, no evidence of kinking was observed. It was noted that the catheter slide clamp was partially activated on the extension line. The slide clamp was removed, and microscopic examination revealed an imprint on the extension line at this location. It is possible for this partially activated slide clamp to contribute to the reported defect, however, it is unknown if the slide clamp was activated during use. The total length of the catheter body measured 85mm, which is within the specifications of 82-86 mm per catheter product drawing. The outer diameter of the catheter body measured 1.04mm, which is within the specifications of 1.04mm-1.09mm per catheter extrusion product drawing. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "thread tip of catheter over guidewire". With the slide clamp in the opened position, a lab inventory guide wire was threaded completely through the catheter with no resistance. With the slide clamp activated as received, the catheter was flushed with a lab inventory syringe. Slight resistance was encountered while flushing through the partially activated slide clamp; however, fluid was still able to pass through the catheter. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities". The customer report of a faulty arterial catheter was not able to be confirmed by complaint investigation of the returned sample. Visual analysis did not reveal any defects or anomalies on the catheter body. It was observed that the slide clamp was partially activated on the extension line which resulted in slight resistance when flushing the catheter with a lab inventory syringe. However, it is unknown if the slide clamp was activated during use of the device. All relevant dimensional requirements were met, and a device history record review was performed, and no relevant findings were identified to suggest a manufacturing issue. Based on these circumstances, the root cause cannot be determined based on the available information. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4). In section d provided di # only as no lot number was reported **UDI related data quality updates only**

Event description:
It was reported the patient was admitted for acute cranial trauma with subdural hematoma. Arterial catheter was inserted on (B)(6) 2023. During the night of (B)(6) 2023, the catheter showed a decrease in pressure and curve, suggesting the patient's health was deteriorating which led to noradrenaline being administered. The blood pressure changed very little with noradrenaline which led to a manual check. A blood pressure cuff was used which showed a different blood pressure reading and a second arterial catheter was placed that had a non-standard curve observed. The patient developed hypertension with a blood pressure of 180/100 due to increased administration of noradrenaline following wrong readings from the catheter. It was reported there was no patient injury or neurological deterioration. The hypertension resolved when the noradrenaline infusion was stopped. The patient's current condition is reported as "fine".

Event description:
It was reported the patient was admitted for acute cranial trauma with subdural hematoma. Arterial catheter was inserted on (B)(6) 2023. During the night of (B)(6) 2023 to (B)(6) 2023, the catheter showed a decrease in pressure and curve, suggesting the patient's health was deteriorating which led to noradrenaline being administered. The blood pressure changed very litte with noradrenaline which led to a manual check. A blood pressure cuff was used which showed a different blood pressure reading and a second arterial catheter was placed that had a non-standard curve observed. The patient developed hypertension with a blood pressure of 180/100 due to increased administration of noradrenaline following wrong readings from the catheter. It was reported there was no patient injury or neurological deterioration. The hypertension resolved when the noradrenaline infusion was stopped. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Associated MDR#s 3006425876-2023-01005.